Event description:
Patient reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "rupture of my natrelle saline implant on the right side".

Manufacturer narrative:
Visual analysis of the photographs identified: fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported "implant rupture".device has been explanted. This relates to the right side.